Event description:
It is reported that the customer had low blood glucose levels of 32 mg/dl. The customer reported that she was having an issue with the sensor of the insulin pump. The customer was advised to monitor her blood glucose levels until she can get back on the sensor for the insulin pump. The customer reported that her health care provider was monitoring her situation. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.